Event description:
It was reported that a haptic was missing on a cq2015a three piece collamer lens when the packaging was opened. No pt contact.

Manufacturer narrative:
Eval codes: method - work order search. Results - (other: visual inspection of the returned product showed a haptic was torn off and missing and evidence of a clear surgical residue. A work order search was performed and there were no similar complaints within the work order.